Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent an unknown nailing surgery. An adjustable device was set following length of nail, and then a nut was temporarily tightened by hand and a wrench. A calibration screw was used and adjusted for correct angle toward ml direction. When checking with the calibration pin was attempted, adjusting seemed like proper condition and the pin was inserted correctly. A nut was retorqued, after that, checking with the calibration pin was missed. After the nail was inserted, the screwdriver interfered with the nail when distal locking screw was being inserted. When checking with an image intensifier, proper adjusting was confirmed from lateral side. On the other hand, an actual drill bit was misaligned from a hole in case of front side view. Therefore, nut for surelock was loose and readjusting for length was made on front side. Thereby, adjusting was successful for both front and lateral sides. A guide pinf2.8. Was used and pre hole in screw one was made, the drill passed through screw hole. The surgery was completed successfully with additional 45 minutes. The surgeon commented that the appropriate reduction posture was lost due to excessive adjustments with the surelock after the nail was inserted into the body. There are no pieces in the patient. The surgeon confirmed by x-ray. Patient is stable this report is for one 10mm/125 deg ti cann tfna 320mm/right - sterile for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E1: initial reporter is j&j company representative h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: device history record (DHR) review conducted: manufacturing location: monument manufacturing date: 20-oct-2022 expiration date: 01-oct-2032 part number: 04.037.022s, 10mm/125 deg ti cann tfna 320mm/right- sterile lot number: 2456p79 (sterile) lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection certificate, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿actual drill bit was misaligned from a hole in case of front side view¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.